Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the tip of the introducer bent while touching the bone and broke in an attempt to redress. No other patient adverse effects were reported.

Event description:
According to the available information, the tip of the introducer bent while touching the bone and broke in an attempt to redress. No other patient adverse effects were reported.

Manufacturer narrative:
The left introducer was the only component received for evaluation. Examination of the introducer revealed the tip to be detached and not returned. Microscopic examination revealed the surfaces of the detachment site to be rough and irregular, indicating stress was exerted. The information received indicated during the procedure the tip of the introducer bent. The tip of the introducer had contacted bone and broke off. The introducer tip may bend or break if it is pushed onto something hard such as bone, which indicates the introducer may not have been in the proper place to insert the anchor. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.